Event description:
Lvisjr had been loaded for use, the physician needed to reposition the microcatheter. In an attempt to re-sheath the lvisjr it was unsuccessful. Lvisjr was stuck inside the microcatheter. Both microcatheter and lvisjr were removed together. They attempted a second lvisjr device and the same scenario occurred. Both devices were discarded post case. The same radiology tech sent me this email: we had an irb humanitarian device malfunction on us during a case. Unfortunately neither the rep nor the team saved the devises. After the first failed attempt the team tried a second device with the same exact outcome. Really, we don't know if it was user error or an issue with the device. I did find the box to one of the devices and had to gain the lot number via the rep for the second one.